Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: 7232cx ICD, implanted: (B)(6) 2008 . If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead and right atrial (ra) lead were explanted as they were no longer need. The rv lead was partially returned in segments to the manufacturer and the full ra lead was returned. Both leads were analyzed and tested out of specification. No patient complications have been reported as a result of this event.